Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep met with patient, ran impedances, programmed on the only 2 electrodes in range. Patient was reprogrammed with possible lead revision in the future but there is no date set. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient states she has seen ¿settings not available¿ on her patient programmer and that a lot of times she cannot feel the stimulation. Patient states this has been happening off and on since february when she had a bad fall. The patient just informed me of this today in our meeting. Patient states that she fell very hard on (B)(6), hitting her head and neck on the door frame at home and landing very hard on her buttocks and hip.  Met with patient today and impedances are all out of range except for electrodes 4 and 5. Patient was reprogrammed today using the only 2 functioning electrodes and patient made a follow up appointment with physician in 2 weeks to discuss lead revision.